Event description:
The customer reported observing air bubbles in line for a neonatal patient during infusion with microspace nutrition set in combination with a agilia infusion system. The ICU staff reported observing large bubbles (approx. 15 cm of tubing) situated at the end of the set near the set to y tubing connector while infusing. The patient ultimately passed away due to sepsis of unknown source. The device was not returned for evaluation. Evaluation of the device history log found that the pump triggered alarms correctly regarding the air bubbles in line. After discussion between fk professionals on site with the application specialist, it was determined that the infusion had been performed with the burette air vent closed, which would explain the high amount of air below the pump. The cause of the air bubble in line, therefore, not linked to a pump or disposable defect.